Event description:
This 40 year old female had a saline right breast implant surgically removed 6/29/93 due to "rupture". Patient required surgery for insertion of tissue expander with removal of this implant. Initial insertion of this implant was 3/91. The surgeon has indicated that the implant was "ruptured". Our pathology department noted that with pressure during the evaluation a definite deficit was not noted. The surgeon has a notation of tissue damage however.a mamogram had been done per md note 12/92 which indicated changes. The implant was given to patient at her request.